Event description:
It was reported while preparing to load a patient into the ambulance one of the stretcher wheels contacted uneven pavement while rotating the stretcher into position and the stretcher tipped over as a result. The patient remained restrained to the stretcher and there was no report of observed injury. The stretcher was righted and the transport was able to be completed. There was no allegation of product malfunction contributing to the incident. An authorized field service technician was dispatched to conduct a visual and functional evaluation of the stretcher at the customer's location. There was damage observed to thestretcher's telescoping handle as a result of the incident. The stretcher was repaired and returned to service.